Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to place an order for her regular delivery on (B)(6) 2025. The patient mentioned that the island dressing gave her an allergic reaction. The island dressing itched her and caused her to scratch herself in her sleep as she could not control the itchiness. The patient stated that this started to develop five to six months ago. The patient involvement was unknown; however, there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). .